Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws on the instrument jammed in the trocar and the clips did not advance. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
7/6/1998-supplement #1 sent to FDA.